Event description:
During endovascular therapy in 2008 on a male, the physician accessed through the right iliac. There was moderate tortuosity, and the device was curving with the tortuosity. The black trigger wire was very snug to remove. It was removed without issue but was noticeably difficult. Releasing the top cap was also difficult because the cannula was bowing quite a bit. Eventually, the top cap did pop off. There was no patient injury. This procedure was done with a brachial through and through wire. A 400cm stiff glidewire. There was no patient injury.

Manufacturer narrative:
Each zenith device is shipped with instructions for use (IFU) listing the anatomical requirements, warnings, precautions, and the correct deployment procedure. The IFU also recommends using a cook lunderquist extra stuff wire guide (les). Use of this specific wire guide could prevent/reduce the failure mode from occurring and/or reduce the probability of the severity that occurs in this case. A physician reference manual is available to all using physicians, which lists trouble shooting techniques that, if followed, could reduce the occurrence or reduce the likelihood of the worst case severity occurring from this failure mode. The proximal trigger wire contains an etch mark that is specified to be at a certain location. Location of this etch mark is verified on each device by quality control. The proximal trigger wire is verified to be placed/routed properly on the delivery system and through the appropriate locations on the stent graft on each device. One delivery system was received in an opened and used condition. The distal trigger wire showed a double bend and the top cap showed damage at the trigger wire port. At this time the exact cause of the difficulties is unknown. However, we have notified the appropriate individuals and we will continue to monitor for similar events.